Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. Customer's blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states self test was failed. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump.